Manufacturer narrative:
(B)(4) - blade seized/stopped. Eval, conclusions: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade stopped turning after an undisclosed period of use. The uterus was not large but did have some myomas. The procedure was completed with a second handpiece with no adverse pt consequences.